Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0 degree endoscope plus instrument was analyzed and found to have damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The complaint regarding a broken tip on the scope was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it was confirmed that the distal window fragment was broken and missing. This window is located at the distal tip and could potentially fall inside the patient if the failure occurs while in use.

Event description:
It was reported that during central processing, the 0 degree endoscope plus instrument had a tip broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope experienced physical damage, specifically with the glass tip missing or detached. No photographic images or video recordings of the device or procedure are available for isi review. The endoscope is available for return to isi for evaluation.